Manufacturer narrative:
Date of event is estimated. The event of ipg explant/replacement due to ipg becoming inoperable was reported to abbott. Therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg could not communicate and was deemed inoperable. Surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.